Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's software update was unsuccessful, as the programmer exhibited autonomous cursor movement and failed the finger touch test for the cursor misalignment. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer exhibited autonomous cursor movement; however, analysis was unable to confirm that the programmer failed the finger touch test for the cursor misalignment. It was noted that the touchscreen glass was broken. Also, the display bezel was damaged on the top right. Additionally, it was noted that the upper and lower bullets were worn, and the cord bay was broken: the left latch was broken off. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.